Event description:
It was reported that this pacemaker system demonstrated under sensing and loss of capture (loc) on the ventricular channel, with loc confirmed on the presenting electrogram. In addition, an alert was generated indicating that the right ventricular automatic threshold test could not be completed. The local representative was requested to perform in person interrogation and reprogramming prior to lead revision. Technical services was consulted and recommended further evaluation using the boston scientific programmer in conjunction with a healthcare professional. The pacemaker system remains in service. No adverse patient effects were reported.